Manufacturer narrative:
B3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that duopa cadd cassette had a crack in it and leaked inside cadd pump. Event occurred in unknown patient use. However, if the malfunction reoccurs it will expose the drug to patient/health care professional and potentially impact the patient.